Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of over 750mg/dl and urinary tract infection. Customer declined troubleshoot for high blood glucose. Customer was wearing insulin pump during hospitalization. Customer¿s current blood glucose was 276mg/dl. Insulin pump will not be return for analysis.